Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to the device therapy connector assembly. After replacing the device therapy connector assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device was internally dumping defibrillation energy on its own. There was no patient use associated with the reported event.